Event description:
Patient was treated under general anesthesia and intubated. The proximal landing zone for the main graft was 12mm. The aortic neck had a diameter of 30mm and was conical in shape. Main body graft was placed without any difficulty but angiogram revealed a type I endoleak. Area was ballooned with another manufacturer's balloon catheter past the recommended atm. Proceeded to do a series of inflations, attempting to seal off the endoleak. 2 atm was maintained for 1 minute, followed by 5 atm for 1 minute. Repeat angio showed a ruptured aorta with bleeding around the aorta. Re-inflated balloon 10-12 minutes, patient was hemostatically stable with no signs of a type I endoleak. Patient was given protamine and transferred to ICU right and left renal arteries were patent. Cat scan showed no blood in the peritoneum.